Manufacturer narrative:
It is not known how many rods have broken. Depuy spine has requested clarification regarding the event as well as return of the affected device(s) for evaluation. A f/u report will be filed upon receipt of the device and completion of the evaluation or if it is determined that the device is not available for evaluation.

Event description:
International affiliate reports, the pt was first implanted in 2005, to treat reconstruction of degenerative rachis discopathy. Revision surgery was performed due to broken rods. No other information has been provided regarding catalog number, lot number, or quantity of rods that are reported to have broken.